Manufacturer narrative:
(B)(4). The investigation confirmed that the instrument had fractured and a corrective action was identified. The failure in the impaction shoe occurred as a result of chemical embrittlement due to a combination of exposure to disinfection and decontamination in the field. To minimise the risk of further failure occurring the change in material from radel 5500 to propylux hs was implemented on (B)(6) 2014 as a running change for future batches. It should be noted that the product concerned in this complaint is from a batch previous to the design change. No further actions are identified. The complaint shall be closed with a justified conclusion it will be entered into the complaint database and monitored through trend analysis. Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
The femoral impactor cracked during impaction of the femoral implant. It did not break, there were no loose pieces. Update 03/01/2016 upon evaluation of the returned device, impactor (radel) is broken (two pieces).

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The investigation confirmed that the instrument had fractured and a corrective action was identified. The failure in the impaction shoe occurred as a result of chemical embrittlement due to a combination of exposure to disinfection and decontamination in the field. To minimise the risk of further failure occurring the change in material from radel 5500 to propylux hs was implemented on (B)(6) 2014 as a running change for future batches. It should be noted that the product concerned in this complaint is from a batch previous to the design change. No further actions are identified. The complaint shall be closed with a justified conclusion it will be entered into the complaint database and monitored through trend analysis. Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.